Event description:
It was reported that a caregiver replaced the user¿s prior cgm after it failed to pair and did not connect after an hour, then started a new sensor and received the ilet message to connect cgm or enter bg indicating dosing would stop in several hours; the agent confirmed the new sensor was in warmup, instructed entry of a glucometer value of 221 mg/dl, and advised that automated corrections would resume once cgm data were received. Symptoms included hyperglycemia. Outcomes included no alarms beyond the dosing warning, no medical intervention, and no hospitalization. Investigation included customer care troubleshooting and education regarding cgm warmup behavior, bg entry, and resumption of automated dosing with cgm data. Investigation of this case revealed a pairing failure of the prior cgm and expected device behavior during cgm warmup, with successful mitigation through manual bg entry and continuation of therapy once sensor readings would become available. It was concluded, based on previously established findings for similar reports, that the cause was user management of a cgm pairing failure with appropriate guidance and normal system performance during sensor warmup.